Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Although requested, additional information was not available to the manufacture for reporting. If additional information is received, a follow-up report will be submitted. This report is for one unknown 2.7mm variable angle locking screw. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. It is unknown if the subject device was explanted during the 2016 revision surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporter¿s last name was not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on an unknown date during mid-2016 due to unknown circumstances and during the surgery, an unknown 2.7mm variable angle locking screw was found to be broken. The patient initially underwent surgery to treat a fractured distal humerus with olecranon fracture on (B)(6) 2015. It is unknown what devices aside from the reported unknown 2.7mm screw may have been implanted. It is also unknown if the reported broken screw was removed during the 2016 revision surgery. Additional details and the patient's outcome are unknown. This report is for one unknown 2.7mm variable angle locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown 2.7mm variable angle locking screws. Since the reported screws broke at the head during attempted removal and the shafts remain in the patient, these screws are not considered to have been explanted. (B)(4) added for retained screw fragments. Device code was added for material fragmentation. (B)(4) is not applicable as reported in initial medwatch report (B)(4). The reported unknown screws were broken during the attempted explant and were intact until removal was attempted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information/clarification was received on (B)(6) 2016. The surgeon clarified event stating that the 2.7mm heads broke off from two unknown variable angle locking screws when he tried to unscrew them from the plate during revision surgery. The screws could only be partially removed and were not broken until he tried to take them out. Per the surgeon, the patient's postoperative status was "ok". This report is for two unknown 2.7mm variable angle locking screws.